Manufacturer narrative:
Follow-up # 1 ¿ (12/19/2014). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 12/8/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging testing in memory mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an issue with the patient¿s onetouch verio iq meter testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 before 10am. The patient manages her diabetes with rapid insulin (3.5 units in the morning/ 2 units in the evening) and lent insulin (3.5 units in the morning/ 2units in the evening). It is not known if the patient made changes to her usual dose of medications at the time of the reported issue. About 5 minutes after the start of the alleged issue, the reporter claimed the patient felt a symptom of headache. The patient reportedly went to the pharmacy and obtained a blood glucose result of "428 mg/dl" with a pharmacist meter. No treatment was specified at that time. Around noon, that same day, the patient retested her blood glucose with a borrowed meter from the pharmacy and obtained a result of "328 mg/dl." The patient was administered an additional dose of rapid insulin (1.5 units) as treatment. At the time of troubleshooting, the cca noted the alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "headache" does not meet lifescan's criteria for a serious injury. The reporter noted the patient continued to test her blood glucose with another device. The patient received treatment based on results obtained with the other device. There is no evidence of a delay in treatment. However, this complaint is being reported because the alleged product issue remained unresolved.